Event description:
The event is reported as: customer alleges: staples were not aligned properly and therefore, staples were released intermittently. No pt injury reported.

Manufacturer narrative:
Device was not returned to manufacturer in time for this report. A device history record (DHR) review could not be conducted since the lot number was not provided. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to trend relating complaints.